Event description:
The customer called for help with her breeze meter. While troubleshooting, she performed control tests and received results of 271 and 375 mg/dl. The normal control range is 112-161 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. A breeze2 meter kit was sent to the customer.